Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens tore. The lens was partially inserted and was removed with no pt injury, no enlarged incision or sutures. Another same model lens was implanted.

Manufacturer narrative:
(B) (4). (B) (4).